Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a maxa sensor was giving high readings while on a patient's forehead. The reporter removed the sensor from the patient¿s forehead and put it on the ear and then got sp02 readings of 89-90 indicating that the patient was low on oxygen. There was no patient harm reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
New information- PMA 510k added.